Event description:
To troubleshoot an issue with d-dimer, the user ran a sample of his own blood 20 times on this integra 800 and 13 times on the other integra 800 (B) (4). The results from this analyzer were 382, 396, 416, 401, 392, 387, 431, 382, 372, 361, 387, 396, 351, 387, 396, 382, 382, 411, 377 and 401 ng per ml. The results from the other integra 800 were 362, 334, 286, 310, 329, 398, 343, 357, 348, 343, 329, 343 and 389 ng per ml. This analyzer was being used for patient testing at the time of the event. The user states they are sure no erroneous patient sample result was generated.

Manufacturer narrative:
The field service representative determined the cause to be a bad calibration and replaced the reagent and sample syringes and the sample probes. He ran multiple check tests, assay precision and qc. On a follow up visit, the technical service representative (tsr) did not identify any additional causes. The tsr ran precision testing to verify the analyzer and reagent performance with all results acceptable.